Manufacturer narrative:
Update: correction to b5.

Event description:
The issue was found during set up. There was no reports of patient injury or harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope distal end rubber peeled off. There were no reports of patient [harm/involvement].

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the acoustic lens peeled off, acoustic lens float, the adhesive layer was exposed, the acoustic lens was damaged, there was damage to the ultrasound probe, the acoustic lens was discolored, the ultrasound acoustic line was missing, there was foreign material in the nozzle, and a peeled acoustic lens. A root cause could not be identified. Based on the results of the investigation, it is likely that damage to the ultrasound probe caused the ultrasound acoustic line to be missing. Regarding the other reportable issues found during the device evaluation, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.